Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The tsr had the caregiver (cg) close clamps and cycle power. The tsr then advised the hp to start over with new supplies. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was confirmed; the cause of the se 2240 is due to user error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).